Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the patient experienced blurry vision at all times, refraction zero better and a clinical reason for explant of company lens non-adapt. The iol was exchanged in a secondary procedure following the initial procedure. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the patient experienced blurry vision at all times, refraction zero better and a clinical reason for explant of company lens non-adapt. The iol was exchanged in a secondary procedure following the initial procedure. Additional information was requested and it was reported that a 19.5 lens was exchanged for a other 19.5 lens due to blurry vision at all times, refraction zero better. This does not meet criteria for reporting based on applicable medical device regulations. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens.